Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise on one stored electrogram. The noise could not be reproduced with isometrics. The physician elected to cap and replace the lead.